Manufacturer narrative:
(B)(4). Reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint-patient was revised to address infection. Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported vomiting, flu-like symptoms, fever, severe pain, body aches, right hip infection, left hip effected mobility with sharp pains and soreness, fluid found in left hip, discomfort, unable to sit or stand for long periods of time, unable to exercise and do strenuous activities. Revision surgical report noted increased temperature and positive aspiration as reasons for revision. Ppf and sticker sheets received. In addition to what were previously alleged, ppf alleges pseudotumor, infection and metal wear/metallosis. Doi: (B)(6) 2010 - dor: (B)(6) 2012; (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.